Event description:
Clinical study. It was reported that during a coronary artery stenting treatment procedure a vessel dissection occurred. The index procedure treated the 99% stenosed moderately tortuous and mildly calcified target lesion located in the proximal right coronary artery (rca). Treatment consisted of pre dilation with a 2.5x15mm maverick balloon deployed twice at approximately 10 atm's and another pre dilation attempt with a 3.0x20mm maverick balloon deployed at approximately 12 atm's for 20 seconds resulting in a type a vessel dissection. The dissection was then successfully treated with the implant of a study stent. No residual effects were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.